Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was placed successfully, however during placement optimization the impella pulled out of the ventricle to the ascending aorta. The physician attempted to re-advance the impella and passed through the aortic valve, but the pump bent on itself. Right radial access was needed to insert snare to straighten the impella. The impella was removed, and a new cp was placed. Patient survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pump not returned. Clinical states pump was placed successfully but when optimizing the position it was pulled out of the ventricle. It was readvanced & able to pass the aortic valve but the cannula was bent on its self. Data review: data logs showed impella position in aorta alarm. Device in wrong position: the cause of the positioning issue was most an unintentional use error as the pump was pulled out of the ventricle while repositioning of the pump. Product damage cannula kink: the cause of the cannula kink was most likely an unintentional use error as the pump folded in on itself when readvancing into the lv. Due to attempted to readvance the pump wirelessly through aortic valve. Device history lot: device lot #: 1898304. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.